Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer alleges there is black powder. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer alleges there is black powder. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. There was no evidence of foam pariculate and no contamination was found within the unit.